Event description:
It was reported that during the implant attempt, the physician got the guidewire stuck inside the left ventricular (lv) lead after looping it multiple times within the vessel. The lv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling. There was blood on the lv4 (low voltage 4) conductor, the lv3 (low voltage 3) conductor, the proximal conductor, and the distal conductor but was not obstructed. Visual summary analysis of the lead indicated damage at implant. The competitor guidewire that was returned inside of the lead was removed with minimal difficulty. There was an extensive amount of blood ingress that occurred during the attempted implant. It is likely that the blood dried and caused the guidewire to become stuck during the attempted implant. A new guidewire was used for the guidewire insertion test. The guidewire was fully inserted into the lead. There was a slight resistance observed on the distal end due to a distorted distal conductor and the presence of dried blood both of which likely occurred during the attempted implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).